Manufacturer narrative:
The reported event was confirmed. A service technician evaluated the unit and observed that the device overheated. The device was repaired and returned to the customer.

Event description:
It was reported that during a procedure at the user facility, the device was experiencing overheating. No patient impact, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility the device was experiencing overheating. No patient impact, no delay, no medical intervention and no adverse consequences were reported with this event.